Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise in both the unipolar and bipolar configurations. Bipolar noise was re- producible by manipulating the pocket. Loss of capture and a decrease in lead impedance was also noted. The lead will be monitored.